Event description:
A us distributor contacted zoll to report that a patient was developing a rash under the front therapy electrode, potentially due to an allergy to nickel. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a steroid cream by a physician. Follow up indicated that the irritation has improved.